Event description:
It was reported that through remote transmission, the patient received inappropriate atp therapy due to oversensing atrial flutter with rapid ventricular response. The patient will be followed-up in clinic for further analysis. No further information is available at this time.